Event description:
Unable to clear ua16 (timeout moving to take-up position).

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.